Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was in the hospital for kidney disease. They noted that they were happy of being able to urinate, even if it was just a little bit. They also stated that they had pain with urination. It was unknown if the issue was resolved at the time of the report. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.